Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was standing this device had migrated. A revision took place and the system was repositioned. No additional adverse patient effects were reported.